Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41100. No adverse effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 05-oct-2021: the event occurred during bench test. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the battery compartment had contamination. The customer stated problem was not duplicated. Could not repeat customer stated problem during testing. No faults found with the device. Noticed the error code 41100 in event history log once. The software was reloaded as part of the pm (preventive maintenance) procedure for the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.